Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with an octaray mapping catheter, prior to ablation, and the patient experienced a cardiac perforation treated with pericardiocentesis and cardiothoracic surgery. The patient had a cardiac perforation. The pericardial effusion much larger than that at baseline was noticed and confirmed on intracardiac echocardiography (ice). It was unknown if the patient had any visible symptoms. They had just gotten transseptal access and had advanced the octaray mapping catheter into the body when the pericardial effusion was noticed. No ablation had been performed. The procedure was aborted. The intervention provided was a pericardiocentesis. The cardiothoracic surgery was also performed for further medical intervention. The last known patient status was stable. A carto 3 system was used with mapping and that the medtronic pfa generator was set up for ablation. The bwi catheters used was octaray mapping catheter, sterilmed soundstar catheter and reprocessed innovative health cs catheter. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.